Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the verse x25 inserter/tightener (part #: 299704230, lot #: gm5397013) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was stripped. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse x25 final tightener. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the verse x25 inserter/tightener (299704230, lot #: gm5397013). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5397013 was released in two (2) batches: batch 1: lot was released on aug 27, 2019 with no discrepancies. Batch 2: lot was released on sep 12, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the driver tip was galling during an unknown surgery. The procedure was successfully completed with additional instrument set available. There was 20 minutes delay reported. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) verse x25 inserter/tightener. This is report 2 of 2 (B)(4).